Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer had treated high blood glucose with manual injections. Customer declined to troubleshoot for high readings. It was reported that customer pump was damaged to pump, the screw, the battery cap were cracked so battery cap wont screw completely in and it keeps popping out. Troubleshoot was performed for damage to pump and customer stated that battery compartment grooves were cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received without the original battery cap and unable to verify damage battery cap. Unit was received with completely broken reservoir tube lip, dog chew marks at reservoir tube lip area, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window, stained end cap sticker, stained address/serial number label and corroded battery tube.